Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. Force sensor was out of calibration. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replaced battery for battery reading was out of specs.

Event description:
Information was received indicating that this smiths medical medfusion 3500 exhibited error system failure. No patient injury reported.